Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Note: the manufacturer zip code in tab f is 311121. Correction: b, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the intermittent catheters caused bleeding to the patient each time when catheterizing themselves on (B)(6) 2023, the next morning the patient had little blood and two days after the patient had pus discharge. Patient had to make an appointment with the doctor. It was unknown what medical intervention was provided for the pus discharge. Per follow up via phone on 12-april-2023, it was reported that customer did seek medical attention for the bleeding and the pus and was prescribed an antibiotic.

Event description:
It was reported that the intermittent catheters caused bleeding to the patient each time when catheterizing themselves on (B)(6) 2023, the next morning the patient had little blood and two days after the patient had pus discharge. Patient had to make an appointment with the doctor. It was unknown what medical intervention was provided for the pus discharge. Per follow up via phone on (B)(6) 2023, it was reported that customer did seek medical attention for the bleeding and the pus and was prescribed an antibiotic.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode for this is event would be " biocompatibility issues " and a potential root cause for this failure could be, " unsuitable material ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The provided lot number was invalid therefore DHR review can¿t be completed. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "contraindications : the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "Warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". "Precautions: please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters caused bleeding to the patient each time when cathed themselves on (B)(6) 2023, the next morning the patient had little blood and two days after the patient had pus discharge. Patient had to make an appointment with the doctor. It was unknown what medical intervention was provided for the pus discharge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.